Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer jammed with medication. A field service engineer found that the drawer jammed during restock and was able to place thin blade and clear obstructions to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer was jammed and failed to open. The customer stated that there was a delay in dispensing medication due to this malfunction. There were no adverse events or injuries reported based on this event.